Event description:
It was reported that during a recanalization procedure, the device allegedly failed to vibrate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the device was returned for evaluation. No kinks were noted to the catheter and no anomalies were noted to transducer handle or saline hub. Furthermore, material separation was noted between the outer catheter and distal tip. Due to the condition of the device, no functional testing was performed. Therefore, the investigation is inconclusive for activation problem. The investigation is confirmed for material separation. The definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: d4 (expiry date: 03/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 03/2022).

Event description:
It was reported that during a recanalization procedure, the device allegedly failed to vibrate. There was no reported patient injury.